Manufacturer narrative:
Visual inspections and results: condition of anvil: good; condition of anvil shroud: good; condition of cartridge: good; condition of driver: good/extended; condition of earmuff: good; condition of head: good; firing lever position: closed/fired positi; rotation: good; staples present: no; trigger position: open/fired position. Functional tests and results: articulation: yes; closure force: normal; instrument cycled: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition and was reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specs. No conclusion could be reached as to why the reported instrument's staples "were not completely formed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occr if the instrument is closed onto tissue which is thinner or thicker than the recommendation for proper operation.

Event description:
It was reported during a low anterior resection the ax55g was fired. When using the eea, the surgeon realized staples from the ax55g were not completely formed and some were completely open. The surgeon said not enough tissue was left for a second firing because the diseased portion was too close to the rectal stump. The pt receive a permanent colostomy. 5/23/97 rep reported the surgeon stated the staples did not close.